Event description:
It was reported to medtronic minimed that the customer had crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported physical damage on the battery compartment of the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. P-cap locked in place properly during testing, however damage on reservoir compartment was noted. Unit was received with: scratched case, cracked case, battery tube threads - cracked, cracked lcd window, cracked keypad overlay, stained keypad overlay, missing display window/cover, broken belt clip rails, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, partially broken retainer, broken reservoir tube lip, and retainer knit line damage. In summary, customer allegation for cosmetic damage on battery tube case was confirmed during visual inspection when battery tube threads - cracked, and cracked case (battery tube) were noted. In addition, retainer ring damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.